Event description:
It was reported that a patient representative inquired about whether it is normal for the patient to be experiencing ongoing cardiac symptoms or if the implanted cardiac resynchronization therapy pacemaker (crt-p) may not be functioning properly. The caller expressed frustration regarding difficulty knowing how or who to contact about the patient¿s ongoing heart issues. The caller stated that the patient¿s device has undergone multiple reprogramming adjustments since implant and stated that the managing cardiologist adjusted device settings, described to the patient as turning off an upper pacing feature, after which the patient¿s heart rate decreased but premature ventricular contractions were noted. The cardiologist advised the patient that isolated premature ventricular contractions were acceptable. It was further reported that the patient continued to experience elevated heart rate and that last month, the patient experienced atrial fibrillation and presented to the emergency department. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2020 5076-52 lead implanted (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.